Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient was injured because of excessive levels of chromium and cobalt. Doi: (B)(6) 2007 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: (B)(6) 2013 - sales rep reports that the patient was revised, no information available as to the reason per the surgeon. Doi: (B)(6) 2007 dor: (B)(6) 2013 (right hip). Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to local soft tissue reaction to a poorly functioning metal on metal implant, fretting and metallic wear at the head and neck junction, cloudy yellow fluid, synovitis and fibrous ingrowth. The complaint was updated on (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.